Manufacturer narrative:
(B)(4).customer has indicated product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted.if any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Expected, not yet received.

Event description:
It was reported tibial articular surface provisional was found fractured in the sterilization department. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned provisional exhibited signs of repeated use (nicked/gouged) and was fractured on the medial side of the post. Fracture analysis confirmed that the fracture was consistent with either bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined as the condition and frequency of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.